Event description:
Clinical study. Same case as MFR# 6000093-2006-01850. It was reported that 405 days post index procedure, the patient experienced a myocardial infarction (mi) and a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid left anterior descending (lad) artery. The lesion was 2.6 mm wide, 30 mm long, and 80% stenosed. There was severe calcification as well as mild tortuousity. The physician used a rotational atherectomy device prior to predilating the lesion. Two taxus express2 stents were then placed; a 2.75 x 20 mm and a 2.5 x 24 mm. The stents overlapped by 2 mm. Residual stenosis was 10% post procedure. The patient received an unspecified gpiib/iiia inhibitor during the procedure. The patient was discharged one day later on aspirin and plavix. On day 405, the patient had an anterior q-wave mi. Enzymes were consistent with an mi as well. The patient underwent plain old balloon angioplasty and coronary artery bypass graft that same day for diffuse proximal edge in-stent restenosis. The event resolved 10 days later and the patient was discharged. In the opinion of the physician, there is a probable relationship between the mi and tvr and the taxus stent/target vessel.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7391463 found that the device met its material, assembly and product specifications, at the time of release to distribution.